Manufacturer narrative:
This report is submitted on october 17, 2016 by cochlear limited on behalf of cochlear americas. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin necrosis at magnet site, however the issue could not be resolved; subsequently the patient was treated with topical antibiotics (date and duration not reported).